Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2023. Component code: g07002 no device problem found the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. The returned sample determined that it was received one open box with ten unopened samples that pertain to the product code c584d. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed, and the pull force results met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-06854 & 2210968-2023-06855.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify when did the pull off suture needle occurred, (in the package/removal from package /during passage through tissue) please clarify for both devices? The suture pulled off as they went to suture. * device return status. Please document the shipment tracking number: have not received a box to send suture back * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The nurse coordinator kelley is the person that gave me the information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-06854.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2023 and suture was used. During the procedure, the first suture popped off. The second one had the needle pop off. The third one worked and was able to complete case. No patient harm. Additional information was requested.